Event description:
Sales rep reports, due to the design of the pole clamp, account experienced one incident in which the pump was not mounted into the pole clamp correctly, which resulted in the pump falling and breaking a nurse's hand.